Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device continued to under infused even after replacing the parts. Although requested, additional information was not provided.

Manufacturer narrative:
Correction- d10: (B)(6) 2020 & g4: (B)(6) 2020.

Event description:
It was reported from the testing department that the device continued to under infuse even after replacing the parts. There was no patient involvement as the problem was discovered during inspection.

Event description:
It was reported that the device continued to under infuse even after replacing the parts. There was no patient involvement. As the problem was discovered during inspection.

Manufacturer narrative:
Additional information added to: h2 correction,b5 revised,e3 biomedical engineering,g3 biomedical engineering;h6,b7. Additional information added to: d11. Although the customer¿s complaint of under infusion was not confirmed in the logs or reproduced during testing, the proximate cause of the complaint is believed to be due numerous alarms which caused the infusion to run longer than expected. ¿ review of the pcu logs could not be completed because the pcu and logs were not returned for investigation. ¿ review of the suspect device event log showed, prior to the date the issue was reported to bd, the suspect device was attached to pcu (sn 13887054) and in use on 06feb2020. ¿ during programmed infusions, the suspect device experienced multiple alarms for patient side occlusion, partial patient side occlusion, flo stop open, and check IV set. ¿ testing showed the returned pump module was operating within specification. Review of the source device (sn (B)(6) service history record showed the device had a manufacture date of 02jun2007. A review of the device service history record was performed beginning from the date of manufacture to the present date 14may020) and indicated that this device has been previously returned four (4) times for service unrelated to this event. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer¿s complaint of under infusion is believed to be due numerous alarms which caused the infusion to run longer than expected. The pc unit and event administration sets were not returned for investigation.